Event description:
It was reported to tyco healthcare / kendall that a customer had a problem with a 3cc syringe. The customer stated that the "0" markings are at different spots.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.